Event description:
Physician noticed locking wire was not completely engaged and caught on the anterior portion of the universal base plate. This rendered the poly unusable and a another poly of the same size was then implanted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The insert was returned in damaged condition; the locking wire was dissociated from the insert and not returned. Damage to the distal and posterior features of the device suggest that trapped debris contributed to the reported inadequate locking. Damage to the anterior face of the device bisects the locking wire groove. Based on the damages to the device it is believed the device was partially locked into the baseplate but could not be fully seated due to debris. While removing the insert using a sharp prying tool, the surgeon also dislodged the locking wire from the insert. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Physician noticed locking wire was not completely engaged and caught on the anterior portion of the universal base plate. This rendered the poly unusable and a another poly of the same size was then implanted.